Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was swelling more than usual. Note, although swelling occurred, there is no indication of extravasation or serious injury as a result of the swelling.

Event description:
It was reported that the patient was swelling more than usual. Note, although swelling occurred, there is no indication of extravasation or serious injury as a result of the swelling.

Manufacturer narrative:
Alleged failure: it was reported that the crossflow was causing the shoulder to really swell up during the case, and also using a ton of saline. It was further reported that the procedure started with standard shoulder settings and then dialed down flow/pressure as the case proceeded. This unit was purchased by stryker canada. Update: the swelling only occurred in the operating area. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1)inflow cassette not properly inserted 2)improper joint level 3) user settings 4)kinked inflow cassette. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.